Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned about the longevity of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient required pacing a high percentage of the time in all three chambers. Increased and varying thresholds were also observed on the left ventricular (lv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.